Event description:
Pt reported, the infusion device display was blank after it was dropped and the infusion device housing was damaged. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was thoroughly evaluated, and the display is broken. This damage might lead to misinterpretation of insulin delivery amounts. The damage was caused by a mechanical impact, and as the problem reported by the pt is related to misuse of the product, no corrective or preventative actions will be initiated.